Manufacturer narrative:
The customer was able to resolve the issue remotely by reconnecting the footswitch correctly. The customer did not request for a servicing. As such, the system was not tested by the company representative. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that the foot pedal was wrongly connected so ultrasound could not be delivered. There was no patient impact and the procedure was completed normally.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction procedure there was a communication problem between the pedal and the machine and an ultrasound problem. No service was requested. Additional information has been requested.